Event description:
This pt presented with a fungating nodule of the periareolar aspect of the right nipple. Upon excision of the inflammatory lesion, a draining sinus tract was noted originating from an area of implant with obvious leakage.